Event description:
A consumer reported she experienced red, irritated eyes following use of this product. She reported she went to the emergency room and was given unspecified eye drops to use. She also reported she has decreased visual acuity in her left eye since this incident. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. The complaint history was reviewed and there was one other complaint of the same nature reported. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environment, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met release criteria prior to product release. Add'l info was requested by mail on 07/26/2011 and by phone on 08/11/2011 and 08/17/2011. A completed questionnaire has not been received. (B)(4).